Manufacturer narrative:
Based on the claim against the product by the customer noting electrical discharge at the surgeon side console (ssc) monopolar foot pedal, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue and confirmed that the issue had not recurred. The system was tested and verified as ready for use. The complaint regarding the electrical discharge issue was not confirmed based on the field evaluation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the surgeon felt an electric shock at the surgeon side console (ssc). While there was no harm or injury to the surgeon or the patient, the reported issue could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the surgeon felt zapping and burning on the side of his foot when pressing on the right blue monopolar energy pedal. The caller informed that the issue occurred seven to eight times during the procedure. The technical support engineer (tse) viewed the logs but did not find any related errors. At the time of the call, the issue was not occurring. The tse walked the caller through power cycling the system. The issue did not occur after power cycling. The tse advised the caller to use the foot pedals in the vision side cart (vsc) drawer or utilize external energy with the external energy cautery pedals that come with generator if the issue recurs. The procedure was completed as planned with no reported injury. On 12/22/2022, the following additional information was obtained: the surgeon performed the procedure with shoes on. After the procedure, the surgeon took off his shoes and was rubbing his foot. The nurse did not think that the surgeon was injured.